Manufacturer narrative:
(B)(4). G2: foreign: poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.

Event description:
It was reported that the sterile packaging was damaged. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g1-2, g3, g7, h1, h2, h6, h10. Visual evaluation of the returned product found the sterile packaing exhibits damage visually consistent with thermal damage. Sterility has been compromised as the heat damage can attibute to sterilization issues and compromised seal integrity. Device history record was reviewed and no discrepancies were found. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. This complaint was confirmed by evaluation of the provided photos and returned product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.